Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18415677.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6). The returned lead was analyzed and visual inspection found that contact number 8 was locked down and flattened by the setscrew. With all the available information, boston scientific concludes that the complaint of high impedances on the lead was confirmed. Visual inspection findings and lead not being fully inserted into the port would result in an impedance anomaly. Sc-2218-50 (sn: (B)(6). The returned lead was analyzed and visual inspection found that the lead was cleanly cut. With all the available information, boston scientific concludes that no anomalies were identified on this lead as the damage was a result of a typical explant procedure.

Event description:
It was reported that one of the patient's leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.